Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the attempted implant of this lead, high impedances were exhibited secondary to helix extension and retraction difficulty. The lead was removed and is intended to be returned for laboratory analysis. No resulting adverse patient effects were reported and another lead of same model type was implanted without incident.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the attempted implant of this lead, high impedances were exhibited secondary to helix extension and retraction difficulty. The lead was removed and is intended to be returned for laboratory analysis. No resulting adverse patient effects were reported and another lead of same model type was implanted without incident.